Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was reprogrammed. On (B)(6) 2025, the rv lead was capped and replaced. The patient experienced no consequences.